Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and applied an antibiotic cream in order to treat the infection. She will also be visiting with her health care provider for further treatment instruction. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.

Event description:
The customer reported that she had an "infection at the insertion site" as a result of wearing the pod. She was going to treat the infection by applying antibiotic cream and would call her health care provider for further instruction. The pod was discarded and will, therefore, not be returned for eval.